Event description:
It was reported that the image quality on the 9800 sys is poor. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified need to secure the power cord and adjust brightness on monitors. Repairs were completed. The sys was tested and found to be working as intended and placed back into svc. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-08665. That number had already been submitted for model 2600, serial #(B)(4) submitted on (B)(6) 2007. We are submitting this report to replace the duplicate report number for this device.